Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and the explanted devices were not returned. No further information has been obtained despite good faith efforts.